Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a sample return sample evaluation is unable to be performed. The post procedural events of abdominal pain and fever has been reported as a complication of peg tube placement procedure. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient experienced a post procedural complication described as severe abdominal pain with a fever of 38ºc. The patient went to the emergency room where blood, urine, and diagnostic tests were performed which were normal. The patient was treated with pain medication and intravenous antibiotic aztreonam. It was unknown if the aztreonam was prophylactic. While being discharged from the emergency room, the duodopa pump fell to the floor and the patient's intestinal tube (j-tube) came out completely. It was reported that the patient's abdominal pain improved once the intestinal tube came out. On (B)(6) 2021, the fever had resolved. After replacement of the intestinal tube on (B)(6) 2021, the patient was without gastrointestinal discomfort and a gastroscopy was normal without any findings.